Event description:
During implant procedure, the guidewire was unable to advance in the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported event was due to the inner coil clogged with blood/body fluids.